Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip movement, leaflet tear and single leaflet device attachment (slda). It was reported the mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with an mr grade of 4. One clip was implanted without issue, reducing mr to 2+. On (B)(6) 2018, prior to discharging the patient, transthoracic echocardiogram was performed. The clip was still attached to both leaflets; however, clip movement was noted, and a leaflet tear was observed. Mr increased to 4. On (B)(6) 2018, transesophageal echocardiography was performed, confirming the clip had now detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The patient remained stable. Treatment is still being discussed and patient remains in the hospital. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication to indicate a lot specific product issue. The reported patient effects of mitral valve injury (tissue damage) and worsening mitral regurgitation (mr), are listed in the mitraclip system instructions for use (IFU), as known possible complications associated with mitraclip procedures. All available information was investigated and the reported partial clip movement, single leaflet device attachment (slda) and torn leaflet appear to be related to case circumstances. Additionally, it is likely that the patient anatomy, which was described as having thick leaflets with heavy calcium contributed to the reported difficulties. The recurrent mr appears to be a cascading effect of the sdla. The hospitalization was the result of case specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.